Event description:
It was reported to boston scientific corporation that an endovive initial placement peg kit pull was used in a transabdominal extraction. Per the complainant, during the transabdominal extraction, the catheter broke near the tip. The gastrodome broke approx three millimeters above the loop during the last part of the procedure, while fixing the dome in the gastric mucosa. It was noted, that the broken piece was tied by the bond wire peg tube, there were no single pieces which required retrieval. The broken catheter was removed by pulling it out through the incision. The pt developed peritonitis. An open surgery gastrostomy was performed; the pt was under general anesthesia for approx two hours. This surgery consisted of a large incision in the abdominal wall, cutting through several layers of tissue and the end result ws the placement of a feeding tube. The pt remained in the hospital for an additional five days. Post procedure the pt's status was reported to be stable.

Manufacturer narrative:
Although the suspect device has been received, the eval has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.